Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found it was difficult when the swg inserts and withdraws from the ars. The swg was found kinked during use on the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).the customer returned multiple components from a hemodialysis kit. No obvious signs of use were observed on any of the components. Visual analysis did not reveal any obvious defects or anomalies on the guide wire, the arrow raulerson syringe (ars), or the introducer needle. The guide wire length measured 685mm, which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer diameter measured 0.850mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle subassembly. No resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of a kinked guide wire due to ars resistance was not confirmed through complaint investigation of the returned sample. No kinking was observed on the returned guide wire. Likewise, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on 12 sep 2024, the doctor found it was difficult when the swg inserts and withdraws from the ars. The swg was found kinked during use on the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".